Event description:
It was reported that the bd ultra-fine¿ pen needle had no insulin flow while priming it. The following information was provided by the initial reporter: "spouse of consumer reported no insulin flow during priming. Spouse of consumer reported having to use multiple pen needles per injection attempt before finding one that works."

Manufacturer narrative:
H.6. Investigation: customer returned (2) 4mm, 32g pen needles (1 open without the tear drop label or inner shield, 1 sealed) from lot # 0322546. Customer states that there was no insulin flow during priming. Both returned pen needles were tested and both were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ pen needle had no insulin flow while priming it. The following information was provided by the initial reporter: "spouse of consumer reported no insulin flow during priming. Spouse of consumer reported having to use multiple pen needles per injection attempt before finding one that works."